Event description:
It was reported that the patient had their device for about two months but no programs had been added to it. The patient stated that their healthcare provider (hcp) stated that wasn¿t normal and there should be some programs on it. The hcp later reported that there was a possible problem with the implantable neurostimulator (ins) and the system wasn¿t working. The hcp was trying to get in touch with someone that was supposed to meet the patient and ¿fix¿ the patient¿s implanted system. There were no details about when the issue began or what was wrong with the system. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).